Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive/abnormal bleeding") in an adult female patient who had essure (batch no. 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included omeprazole (prilosec) from 2007 to 2015. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hive like areas on skin"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2007, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced lymphadenopathy ("swollen lymph node"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), headache ("headaches"), adhesion ("adhesions,"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervical cyst ("nabothian cysts") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (advil), thomapyrin n (excedrin migraine) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, weight increased, urticaria, migraine, dysmenorrhoea, dyspareunia and fatigue had resolved and the headache, vaginal haemorrhage, menorrhagia, lymphadenopathy, adhesion, adenomyosis, endometriosis, cervical cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adhesion, allergy to metals, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive/abnormal bleeding") in an adult female patient who had essure (batch no. 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included omeprazole (prilosec) from 2007 to 2015. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hive like areas on skin"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2007, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced lymphadenopathy ("swollen lymph node"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), headache ("headaches"), adhesion ("adhesions,"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervical cyst ("nabothian cysts") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen (advil), thomapyrin n (excedrin migraine) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, weight increased, urticaria, migraine, dysmenorrhoea, dyspareunia and fatigue had resolved and the headache, vaginal haemorrhage, menorrhagia, lymphadenopathy, adhesion, adenomyosis, endometriosis, cervical cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adhesion, allergy to metals, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date ((B)(6) 2006) added. Lot number (508295) added. Concomitant medication and treatment drugs added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), swollen lymph node, hive like areas on skin, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, adhesions, adenomyosis, endometriosis, nabothian cysts and lower abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("excessive/abnormal bleeding") in a 48-year-old female patient who had essure (batch no: 508295) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included omeprazole (prilosec) from 2007 to 2015. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient experienced urticaria ("hive like areas on skin"). In 2007, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced lymphadenopathy ("swollen lymph node"). On (B)(6) 2014, the patient experienced adhesion ("adhesions,"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"), 8 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/hypersensitivity to nickel"), cervical cyst ("nabothian cysts"), abdominal pain lower ("lower abdominal pain") and rash ("rashes or skin conditions-type: rashes"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, weight increased, urticaria, migraine, dysmenorrhoea, dyspareunia and fatigue had resolved and the headache, vaginal haemorrhage, menorrhagia, lymphadenopathy, adhesion, adenomyosis, endometriosis, cervical cyst, abdominal pain lower and rash outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adhesion, allergy to metals, cervical cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2006: result: total bilateral occlusion. Ultrasound scan vagina: in 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Event added: rashes or skin conditions-type: rashes. Event clubbed: nickel allergy/hypersensitivity to nickel. Event onset dates were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, weight increased and headache outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.